Event description:
Ruptured lt breast implant. Silicone implant removed 4/16/98. Removed bilateral implants. Rt implant reads dow corning 220cc. Unable to read lt implant. Rt implant not leaking. Both implanted 1984. Lt implant torn in several areas.